Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratched display window, cracked case at battery tube side and scratched case.

Event description:
It was reported that the insulin pump was damaged. It was mentioned that there was a crack on the clear ring of the reservoir compartment and on the casing. Blood glucose level was 147 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.